Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature title "risk factors for pulmonary infection after diagnostic bronchoscopy in patients with lung cancer". The literature reported the results of a study based on the medical records of 636 consecutive patients who underwent bronchoscopic forceps biopsy or needle aspiration for the diagnosis or nodal staging of lung cancer using olympus flexible bronchoscopes (bf-p260, bf-1t260, bf-6c260, bf-q290, and bf-uc260fw) between april, 2011 and (B)(6) 2016. During the study period, 19 patients developed pulmonary infectious complications (pneumonia in 16 patients and lung abscess in 3 patients). As a result of the complications, no death occurred and all 19 patients recovered with the given treatment. Based on the available information, a direct relationship between the olympus products and the observed adverse events could not be determined. Therefore, omsc will submit 19 medical device reports (MDR) depending on the type of device and number of adverse events. As the type of device, "broncho videoscope" which is a generic name for 5 flexible bronchoscopes (bf-p260, bf-1t260, bf-6c260, bf-q290, and bf-uc260fw) is used. This report is 12 of 19 reports for pneumonia (12 of 16).